Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a lead safety switch (lss) had been triggered due to an out of range pacing impedance measurement on the atrial lead. The patient was going to undergo an magnetic resonance imaging (MRI) and the caller was inquiring if the lead is compromised should they still perform the MRI. A boston scientific technical services consultant suggested lead evaluation prior to the procedure. Efforts to obtain additional details were unsuccessful. No adverse patient effects were reported.